Event description:
It was reported that patient has experienced throat pain with stimulation and has been referred for a potential full revision surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient had a prophylactic battery replacement. Device evaluation is not necessary as it will add no value to the investigation, the root cause is known as the event meets a historical data analysis investigation. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known.

Event description:
The physician has responded that the cause of the painful stimulation is due to ¿other¿ with notes to ¿see attached¿ (clinic notes were attached with no mention of throat pain) and the reason a lead replacement may be needed is due to ¿battery replacement¿. The surgery referral was for patient comfort only. No other relevant information has been received to date.